Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v012723, implanted: (B)(6) 2007, product type lead. Refer to manufacturer report #3004209178-2017-22373 for details pertaining to the related reportable event.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and other indications. It was reported that the intracranial lead showed signs of fracture prior to the ins removal. Both extensions were cut and the ins was removed. There was a disrupted circuit. No MRI was taken but an x-ray was performed. No patient symptoms or further complications were reported as a result of this event.